Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The manufacturer's field service engineer confirmed the reported problem and replaced the touch screen assembly to address and correct this reported event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 22oct2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. The touch screen assembly failed resistance testing. The ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.